Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue and resumed insulin delivery. Customer¿s blood glucose level was 232 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.